Event description:
Complainant alleged that during a routine shift check by a clinician, the device started to charge energy when the energy select down button was pressed. Complainant indicated that there was no pt involvement in the reported malfunction.